Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the rectal stump was created using a tx30 and proximal transection made with a tlc55. The bowel was skeletonized, the cdh33 was assembled and the bowel was approximated, the assisted surgeon fired the stapler. The stapler was placed in the middle gap setting scale, then when the firing trigger was fired, the audible crunch was heard, but the main surgeon observed the staples had formed "c" shapes. When tested for integrity, the staple line leaked. The anastomosis was cut out and hand sewn. The procedure was extended 2 hours. On 01/30/2001, it was reported the md sets the tissue setting within the gap setting scale through a combination of tactile feel and visually.